Event description:
It was reported that shortly after inserting the intra-aortic balloon (iab) a fiber optic sensor failure occurred. At the time of the call, the customer had already transduced an arterial pressure (ap) to the cardiosave intra-aortic balloon pump (iabp). They wanted to know how to stop the alarm from continuing to be present. The getinge representative guided them to unplug the fiber optic connector from the back of the iabp. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Additional reporter information: (B)(6), rn/ (B)(6)/ (B)(6). Complaint record ID # (B)(4).

Event description:
It was reported that shortly after inserting the intra-aortic balloon (iab) a fiber optic sensor failure occurred. At the time of the call, the customer had already transduced an arterial pressure (ap) to the cardiosave intra-aortic balloon pump (iabp). They wanted to know how to stop the alarm from continuing to be present. The getinge representative guided them to unplug the fiber optic connector from the back of the iabp. There was no patient harm or adverse event reported. Reported via medwatch report (B)(4) received 16sep2022: iabp placed in patient after turning on balloon, warning on iabp pump shows "fiber optic cable failure". Still able to transduce iabp via art line, no harm to patient; iabp is working appropriately. Called manufacturer or further investigation of warning. Representative is stating fiber optic cable might be broke, unplug the fiber optic cable from pump and continue to transduce via art line, balloon pump can stay in patient and continue therapy with no harm to patient. He states to send balloon pump catheter and fiber optic cable to manufacture for further investigation. Endorsed this information to ICU rn.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).